Event description:
The (B)(6) has found tyco/kendall monojet magellan 6ml syringe with safety needle that has the center stem of the syringe missing that goes into intravenous port using a needleless access. Two affected lot numbers so far: p028001428 and p101901228. Kendall stock number is (B)(4). (B)(4).